Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had at least 50% of zosyn in the IV bag despite running for full 3 hours. There were no pump alarms that sounded during administration. The event happened during use at the 'sp 5-3' unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.